Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for evaluation. The device analysis revealed a kink in the imaging window assembly in the distal end. A damage of the femoral marker/marker flakes off was observed in the assembly. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section of the device. Windup were encountered in the non heat shrink area at the end of single heat shrink in the telescope area. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on 04-dec-2015. It was reported that lost image occurred. The target lesion was located in the moderately tortuous and mildly calcified superior femoral artery. During a percutaneous transluminal angioplasty (pta), an opticross imaging catheter was used to view the target lesion, however, image was lost. The procedure was then completed with another of the same device. No patient complications reported and the patient's status is good. However, device analysis revealed a damage at the femoral marker/marker flakes off.